Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. Evaluation confirmed the reported symptom through the device history log but was unable to reproduce. The device meets specification for the reported symptom of ec 322. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate. The upper and lower aux will be replaced as they are known contributors to the reported symptom.

Event description:
It was reported that a device alarmed for system error 322. It was also reported there was no patient involvement.